Manufacturer narrative:
Reported event: an event regarding a pka revision involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding patient revision from pka to tka. There were five other reported events for the listed catalog number. (B)(4). Conclusion: device inspection could not be performed, no session data was provided. Device not returned.

Event description:
Progression of lateral osteoarthritis. Spoke w/pt's wife. She confirmed revision - said her husband most likely would not call back to speak with me.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Progression of lateral osteoarthritis. Spoke w/pt's wife. She confirmed revision - said her husband most likely would not call back to speak with me.